Event description:
In 6/2003 the int'l distributor informed the MFR's int'l rep of the following: port inserted into pt in 2003. The port could be flushed successfully in the theaters but blood withdrawal was not possible. For the next 10 days the port was used for administration of chemotherapy and antibiotics. Discoloration of the skin then appeared around the port and the oncologist advised that this was associated with leakage. The skin was disrupted 10cm from the port body where the subclavicular nick was made. The staff could smell chemo/antibiotic from the wound where the nick was made. At this stage the staff stopped using the port and placed a PICC on the pt. The port was removed from the pt in 2003. The radiologist examined the port catheter and reported a clot at the end of port catheter.